Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found a loose screw on the rail, and tightened it to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, universal surgical manipulator (usm) 1 was stuck and could not be advanced. The intuitive surgical inc. (Isi) technical support engineer (tse) advised the customer to do an emergency stop and recover. The customer opted to continue with usm 2, 3, and 4. The customer later called back and stated that there was a loose screw on usm 1. There were no reports of patient injury. The procedure was completed robotically. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.